Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined from this evaluation. The pump was not explanted and was not returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 27jul2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2020-06171. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted in (B)(6) 2020 for covid infection and passed away (B)(6) 2020. The patient was put on medication, intensive care, incubator, and respirator. It was previously reported that the patient was admitted for driveline infection on (B)(6) 2020, and it was unresolved until the patient's passing.